Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced or confirmed through a review of the event history log. It should be noted there is limited infusion data within the event history log and it is possible the alarm occurred before the recorded data in the log. Evaluation did find severed motor mount screws which is an identified contributor to system error 105. The combination of this evidence is sufficient to confirm the allegation. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.